Event description:
End user alleges while transferring out of the driver's seat of his truck down into the motorized wheelchair, he shifted his weight onto the armrests causing the left armrest to go downward which allegedly caused him to fall onto the driveway and fracture his left femur.